Event description:
Reporter alleged blood glucose measured 238, 98, and 161 mg/dl when testing was performed within one minute of each other. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.